Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device migration") in a 41 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Medical conditions: other products: no no hospitalization. On (B)(6) 2015, the patient had essure inserted. In march 2015 she experienced pelvic pain ("pain"), abdominal distension ("bloating"), abdominal discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual period") and pain in extremity ("pelvic pain which radiate to her leg"). On unknown date she experienced device dislocation (seriousness criterion medically important) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal distension, abdominal discomfort, heavy menstrual bleeding, pain in extremity and weight increased had not resolved. The outcome of device dislocation was unknown. No causality assessment was received for essure with regard to pelvic pain, abdominal distension, abdominal discomfort, heavy menstrual bleeding, pain in extremity, weight increased or device dislocation. The reporter commented: (pain and bloating as well discomfort ) were the symptoms treated?: yes batch/lot number: caller didn't know discrepancy noted in device insertion date:(B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): couldn't see the other part of the device which may have migrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device migration") in a 41 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Medical conditions: other products: no hospitalization. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain ("pain"), abdominal distension ("bloating") and abdominal discomfort ("discomfort"). On unknown date she experienced device dislocation (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual period") and pain in extremity ("pelvic pain which radiate to her leg") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal distension, abdominal discomfort, heavy menstrual bleeding, pain in extremity and weight increased had not resolved. The outcome of device dislocation was unknown. No causality assessment was received for essure with regard to pelvic pain, abdominal distension, abdominal discomfort, heavy menstrual bleeding, pain in extremity, weight increased or device dislocation. The reporter commented: (pain and bloating as well discomfort ) were the symptoms treated?: yes batch/lot number: caller didn't know discrepancy noted in device insertion date: on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): couldn't see the other part of the device which may have migrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2024: process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.